Event description:
It was reported that a patient underwent an unknown procedure in 2023 and barbed suture was used. During the procedure, the surgical tech showed a stratafix suture with a non-functional loop. Unknown if the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported a non-functional loop, please provide more details: product was sent back for inspection, but the loop was ¿fixed¿ and not shaped correctly. - please provide the lot number: n/a - device return status. Please document the shipment tracking number: in route to being returned. - please provide the source or name of person providing answers to follow-up questions: (B)(6). H3 device analysis: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, one open sample that pertain to product code sxpp1b450. During the visual assessment of the suture, the first loop was noted to be as expected. However, the second loop could be observed as closed until the end. In addition, no issues related to fixation feature breakage were found during the evaluation. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.